Event description:
It was reported the patient experienced ¿redness on the skin around the wound and felt pain at the pocket site.¿ the patient¿s neurologist referred the patient to a neurosurgeon who ¿found some pus under the wound.¿ it was decided at that time to explant the patient¿s entire system and administer antibiotics. There was reportedly no patient death or injury from the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4). Correction: please note the device information for the patient's extensions has been updated at this time.

Event description:
Additional information reported the patient had been administered perioperative antibiotics. The patient was also treated with antibiotics following the diagnosis of their infection. The patient had recovered from the infection at the time of follow-up and the infection was resolved.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0fqu5, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 37085-60, lot# nkn069268v, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, lot# nkn069269v, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0fqu5, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).